Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
We received an allegation of positive results for 2 patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas 6000 e601 module. Patient 1 initial result was "positive" with a data flag. The specific result was not provided. The sample was recentrifuged and repeated twice with "negative" results. The specific results were not provided. Patient 2 initial result was 0.904 coi (indeterminate). The repeat result was 1.12 coi with a data flag (positive). The repeat result was 0.477 coi (negative). The repeat result was 0.481 coi (negative).